Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system troubleshooting. (B)(4).

Event description:
The customer reported vacuum system error and noted the probe stopped operating when it reached the white blood cell (wbc) bath on the coulter act diff 2 analyzer. The customer cleaned the probe and probe wipe block. As the customer reattached the probe, it leaked several drops of diluent inside the bath area. The customer observed the tubing, at the bottom of the vacuum isolator chamber (vic), was disconnected. The customer reattached the tubing and resolved the fluid leak and the vacuum errors. The customer was wearing personal protective equipment (ppe) consisting of gloves and eye glasses and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted at the time of the fluid leak. There was no patient consequence associated with this event. The laboratory has an exposure control plan in place. The instrument was returned to normal operation.